Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuing elevated blood glucose ( bg) levels of 455 mg/dl. It was reported that the customer's elevated bg levels were resolved with bolus deliveries via the pump. The customer did not know the cause of the high bg. Tandem technical support advised the customer to discuss high bg with a healthcare provider.